Event description:
After starting the program on saturday for automated processing of tissue, the customer modified the program by changing the time for station #1 from 40 minutes to 0 minutes. Although possible in the software, the modification of the program during the actual run is considered highly unusual. As a result, the next day the machine pumped the reagent present in the retort (tissue chamber) into the second solution bottles. The machine continued processing with the contaminated solutions. This resulted in tissue specimens that could not be diagnosed. Some of the specimens could not be recovered.

Manufacturer narrative:
The operator mistakenly and erroneously caused this incident. This incident was due to the modification of the program post start of run/during tissue processing. The mid run modification caused the software of the instrument ot not recognize the first solution bottle. This is why the solution was pumped in the second bottle instead of the first bottle where the solution originated from. The operating manual clearly states: "the edit menu provides access to several options that allow the user to configure the system operating definitions, settings, and programs that should be established prior to system use". When confirming the event on a unit a sakura finetek (B)(4), it was found that the edit menu cannot be used to alter running programs, however, by pausing the program, the user can access the edit mode and alter the running program. It is considered extremely unusual for the operator to pause and modify the running program. Furthermore, altering the conditions of the program after starting the run is considered as unintended use of the device. Health care facility ipg is informed not to change programs after starting the process. Even though this unusual and erroneous process has never been utilized by any other lab, and this is the first and only incident ever reported to sakura. Sakura will be notifying all vip6 users to not pause and edit running program. In addition, as a preventive measure, a software update will be provided to all customers. The update will prevent users from making any changes to the processing parameters during tissue processing.